Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris pump module smartsite low sorbing infusion set experienced leakage. The following information was provided by the initial reporter: there was a leak from the proximal tubing hub connector on the nursing units.

Manufacturer narrative:
H.6. Investigation: due to no photo or sample being provided for investigation, the customer's complaint of leakage could not be verified and the root cause remains unknown. A device history record review could not be performed because a lot was not provided by the customer. A complaint history check was performed and this is the 5th related complaint reported with the defect/condition of leakage regarding item #10015861a over the 12 month period before this complaint. H3 other text : see h.10.

Event description:
It was reported that the bd alaris pump module smartsite low sorbing infusion set experienced leakage. The following information was provided by the initial reporter: there was a leak from the proximal tubing hub connector on the nursing units.